Manufacturer narrative:
(B)(4) date sent: 1/22/2026 d4: batch # 132d10. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the glc80 device was received with firing knobs not in home position with no apparent damage and with a reload loaded in the device. Glcr80b reload had the proximal 6 drivers up and the remaining drivers down with staples present and the swing tab in the locked position. In addition, a glcr80b reload (b)was received and it had the proximal 7 drivers up and the remaining drivers down with staples present and the swing tab in the locked position. The swing tab in locked position with proximal drivers up is consistent with the reload being loaded when the firing knobs are forward or the knobs are advanced prior to the intended firing stroke. During the visual inspection, a crack in the internal tab of the anvil shroud was noted. The crack did not have a functional impact on the device and is unrelated to the reported event. No conclusion could be reached on what caused the anvil shroud to be damaged. The reloads swing tab were reset in order to fire the cartridge. The device was tested with the returned reloads and fired without any difficulties. The staple line was complete, and the staples meet the staple form release criteria. The condition of the reloads are related to improper use of the device. It should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. Please reference the instruction for use for more information. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. Device history review a manufacturing record evaluation was performed for the finished device batch number 132d10, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during an open surgery for bowel obstruction, when closing the insertion site at the 4th firing of feea, the device could not be clamped the tissue. The doctor's opinion was that it looked like the knife was moving forward. The cartridge color was blue. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 3/3/2026 d4: batch # 132d10 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the glc80 device was received with firing knobs not in home position with no apparent damage and with a reload loaded in the device. Glcr80b reload had the proximal 6 drivers up and the remaining drivers down with staples present and the swing tab in the locked position. In addition, a glcr80b reload (b)was received and it had the proximal 7 drivers up and the remaining drivers down with staples present and the swing tab in the locked position. The swing tab in locked position with proximal drivers up is consistent with the reload being loaded when the firing knobs are forward or the knobs are advanced prior to the intended firing stroke. During the visual inspection, a crack in the internal tab of the anvil shroud was noted but still attached. The crack did not have a functional impact on the device and is unrelated to the reported event. No conclusion could be reached on what caused the anvil shroud to be damaged. The reloads swing tab were reset in order to fire the cartridge. The device was tested with the returned reloads and fired without any difficulties. The staple line was complete, and the staples meet the staple form release criteria. The condition of the reloads are related to improper use of the device. It should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. Please reference the instruction for use for more information. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number 132d10, and no non-conformances were identified.